Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported via a literature article entitled "fenestrated pedicle screws for cement-augmented purchase in patients with bone softening: a review of 21 cases" that a "patient underwent a posterior spinal surgical procedure to treat a fracture. It was reported that the patient suffered an early post-op superficial infection and lower body deep vein thrombosis 7 days post-op." No further information is known at this time.